Manufacturer narrative:
Device manufacture date: june 25, 2016 ¿ june 27, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a large volume intermate. The reporter stated that the device was filled with 600 mg teicoplanin in 250 ml 0.9% sodium chloride. The total fill volume was 250 ml. The reporter stated that each dose took approximately 1 hour 45 minutes to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.